Event description:
It was reported that customer received the new insulin pump and put in her basal rates however it was not giving her insulin and her blood glucose was 466 mg/dl. Customer stated that her blood glucose was 54 mg/dl before hooked up with the insulin pump. Customer stated had been running low blood glucose since (B)(6). Customer she needs assistance in setting up the insulin pump. The customer was assisted in checking the programming of the insulin pump and it was found that there was no bolus wizard setting in the insulin pump. Advised the customer since there was no bolus wizard settings we cannot set up the bolus wizard and she needs to treat with manual bolus or injection. Advised the customer to speak with healthcare provider regarding her bolus wizard settings and to call back to do troubleshooting if needed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.